Event description:
Related manufacturer reference number: (B)(4). During an in clinic follow-up, episodes of noise which resulted in oversensing were observed on the right ventricular (rv) channel. Provocative testing was performed and the lead noise was not reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.